Manufacturer narrative:
(B)(4). According to the gore® dryseal sheath with hydrophilic coating instructions for use do not attempt sheath advancement or withdrawal without guidewire and dilator in place. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses using a gore® dryseal sheath with hydrophilic coating. After the device was implanted, the right external iliac artery (reia) was dissected when the dsl1828j was removed. The physician decided to implant a metal stent to repair it. The physician thought that cause of dissection was due to sheath advancing without dilator. The patient tolerated the procedure. No further information is available.